Event description:
Customer reports to be stuck in rewind complete / bolus delivery loop while attempting to prime. Customer's blood glucose was 336 mg/dl. During troubleshooting, customer was not able to solve the issue. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).